Event description:
It was reported that sometimes post a port placement, the patient had discomfort, burning and fever. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial compound break was noted on the attached catheter approximately 6.6cm from the distal end of the cath-lock. The edges of the partial compound break were noted to be uneven, and the surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Upon infusion, a leak was observed from the partial compound break on the attached catheter while water exited the distal end. What appeared like thrombus, was noted exiting the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the identified fracture, wear and deformation issues. However, the investigation is inconclusive for the reported fever and discomfort issues as no objective evidence was provided for review. Furthermore, clinical event reported in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that sometimes post port placement procedure, the patient had discomfort, burning and fever. Reportedly, the catheter was removed. There was no reported patient injury.